Event description:
A pt was tested to the foroearm in approx 1988. The pt had a multitude of systemic symptoms (specifics unknown) before the collagen test was given, but no diagnosis. Redness, swelling and induration developed at the test site (onset unknown) and the pt was diagnosed by the injecting physician as having a positive skin test; topical and intralesional cortisone were prescribed. Sometime after the test was diagnosed as positive (date unknown), the pt was diagnosed by her physician (name not known) with an autoimmune disease (specific diagnosis unknon). The injecting physician did not believe the autoimmune disease was related to the colalgen test. This event is being reported as an MDR because it is co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.